Event description:
Patient revised to address loose glenoid, osteolysis and polyethylene wear.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Review of the as400 found 25 pieces were released for distribution on december 09, 2002. A search of the complaint database found no prior reports for this part and lot number combination. Review of the as400 system show that other devices from lot w6bhh1 have been delivered and can be reasonably concluded implanted without issue as no further reports are identified. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.